Event description:
The complained device was now returned to the manufacturer for evaluation.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valve were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: not necessary, due to the reason for the complaint. Adjustment test: not necessary, due to the reason for the complaint. Braking force and brake function test: not necessary, due to the reason for the complaint. Internal inspection : not necessary, due to the reason for the complaint. Results : based on our investigation results, we cannot determine any functional deviations or other abnormalities in the product. No unacceptable leaks were detected during the permeability test. The product met its specifications. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. The examination of the return has been completed with the drafting of this report. No further regulatory actions are required from our point of view.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information or the investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx434-t) was to be implanted during a procedure performed on (B)(6) 2025. According to the complainant, the shunt system had a leakage. The shunt tube was replaced to complete the surgery. No patient complications were reported as a result of the revision procedure. The complained device was not yet returned to the manufacturer for evaluation.